Manufacturer narrative:
The customer reported that after a cardiac 90 ppm (pre-programmed motion), the gantry moved in the opposite direction by its own initiative. The system was in clinical use when the issue occurred. The philips remote service engineer (rse) evaluated and confirmed the reported issue. The rse confirmed that the customer stopped the gantry movement by pressing an emergency stop (e-stop) button. The rse confirmed that this issue has occurred at the customer site in the past and was investigated in (B)(4) and (B)(4). This is an intermittent issue at the customer site. No corrections were made to the system. Philips engineering determined the probable cause is related to a software issue. The system is operational. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Internal cross reference: (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was that after cardiac 90 ppm (pre-programmed motion), the gantry moves in the opposite direction by its own initiative. This malfunction may be likely to cause or contribute to a death or serious injury if this were to recur. Based on the available information, this issue has been initially determined to be a reportable event.